Manufacturer narrative:
Device lot # was not provided/unknown.

Event description:
It was reported that the driver fractured inside the implant carrier. The dentist had to cut it with a drill to remove it.

Manufacturer narrative:
One biomet hex driver was returned for inspection. A visual inspection revealed that the product had shown moderate signs of wear about the functional surface. The driver is confirmed to be fractured at the hex feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. The complaint was confirmed during inspection. A root cause cannot be determined.

Manufacturer narrative:
Following a re-evaluation of the complaint that was performed on august 23, 2017, it was found that since the implant mount is positioned well above the bone level, enabling it to be removed without damage to the osteotomy, that this event no longer met the requirements for reporting. As a result, the prior submissions for MFR- 0001038806-2017-00555 submitted on august 23, 2017 and MFR-0001038806-2017-00555-1 submitted on september 22, 2017 are no longer considered a reportable event by the manufacturer and no further reports will be submitted for this event.